Event description:
Dr attempted arteriotomy closure with prostar xl 10 device. Posterior lateral needle missed the barrel. Attempt at back down was unsuccessful. The dr managed to extract the needles and complete the procedure using the original device. The pt is fine. This occurrence is being reported because previous incidents of unsuccessful back down have led to reportable events.